Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ dr (B)(6) required to perform a revision from a case that dr (B)(6) originally performed in (B)(6) 2006, as patient was experiencing considerable pain. Update - added 47 number, taken from email dated (B)(6) 2014.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information. Which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Surgeon required to perform a revision from a case that dr originally performed in (B)(6) 2006, as patient was experiencing considerable pain.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. The investigation was unable to draw any conclusions through receipt of insufficient information. No evidence was found suggesting product error was a contributing factor. The complaint shall be closed with an undetermined conclusion. Depuy considers the investigation closed. Should add'l information be received, the investigation can be reopened.

Event description:
Surgeon required to perform a revision from a case that dr originally performed in (B)(6) 2006, as patient was experiencing considerable pain.